Event description:
Pt admitted to burn ICU with diagnosis of 7% burns to face and left posterior shoulder. On 12/00 an apparent allergic reaction to gel pad portion of ECG electrode. 2cm x 2 1/2 cm area blister-partial thickness wound of (l) upper anterior chest and right anterior torso was noted when electrodes were removed.